Manufacturer narrative:
The customer reports that two of the bsms (bedside monitor) are not showing on the cns (central network station) after an upgrade from 12 to 16 beds and a software upgrade of both the cns and bedside monitors. The cns is currently monitoring both telemetry devices and bedside monitors. Customer was given some trouble shooting tips which did not help resolve the issue. Customer was asked to swap the nic (network interface card) from a different department from a known working bsm. The bsm did not show up in the host table due to the name being different. Additionally, the customer tested a known working bsm from the ICU to the 5th floor, however, the bsm was not seen on the cns. A loaner bsm and recorder was sent to the customer. The defective bsm is being sent in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that two of the bsms (bedside monitor) are not showing on the cns (central network station) after an upgrade from 12 to 16 beds and a software upgrade of both the cns and bedside monitors.

Manufacturer narrative:
Manufacturer narrative: the customer reports that two of the bsms (bedside monitor) are not showing on the cns (central network station) after an upgrade from 12 to 16 beds and a software upgrade of both the cns and bedside monitors. The cns is currently monitoring both telemetry devices and bedside monitors. Customer was given some trouble shooting tips which did not help resolve the issue. Customer was asked to swap the nic (network interface card) from a different department from a known working bsm. The bsm did not show up in the host table due to the name being different. Additionally, the customer tested a known working bsm from the ICU to the 5th floor, however, the bsm was not seen on the cns. A loaner bsm and recorder was sent to the customer. The defective bsm is being sent in for evaluation. The customer's reported problem that unit was not connecting to the cns was confirmed. The software (04-55) was reloaded to resolve the issue. The unit was connected to the cns for the whole time of extended testing and was working properly with no issues or problem found. All steps were tested and completed in the maintenance check sheet per service manual. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.